Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient has reported that they noticed bleeding coming from their tooth. Reviewed photos that patient provided, and the gum tissue is bleeding. Provided information for gum tissue bleeding while wearing aligners and advised patient to perform warm water rinses. Requested patient to provide update on comfort and if bleeding has subsided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.